Manufacturer narrative:
(B)(4). The returned guide wire had its coil wire elongated for approximately 75mm originating at approximately 5mm distal to the mid solder set at 20mm from the wire tip. A ball tip was found at the very distal end of the elongated coil wire; the coil wire remained in one piece. Under the elongated coil wire, the inner coil wire was exposed. At the distal end of the exposed inner coil wire, the core that composed of a core wire and twist wire was found fractured. To observe the distal side of the core fracture, coils were intentionally unraveled. The core wire and twist wire were both found fractured at approximately 8mm from the tip. Observation by scanning electron microscope (sem) revealed that fracture ends were uneven in a stair-like pattern. This finding suggested that local bending stress had contributed to the core fracture. Measurement of the core length suggested the entire wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress exceeding the product design limit was locally applied while the guide wire was being trapped possibly by the lesion. That excess bending stress was assumed to have contributed to the reported core fracture. The coil wire was assumed to become elongated du to tensile stress generated with wire removal. It was concluded that there was no indication of product deficiency and the reported even was not attributed to product quality. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a moderately calcified 90-99% stenosis in the lad #7, an (B)(4) guide wire became stuck in the lesion and its coils elongated upon removal. A new guide wire was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow by stenting. There were no adverse patient effects related to the elongated guide wire. The patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.